Manufacturer narrative:
The evftcl cable was not received for evaluation despite several attempts to obtain the product. The device/service history record review could not be completed as the serial number of the system for this cable is unknown. We are unable to confirm or negate the customer's experience without the return of the suspect cable. No further actions will be taken at this time.

Event description:
It was reported that the clinician was unable to perform zeroing with the evftcl cable. This occurred before use with a patient. The suspect evftcl cable was exchanged for another evftcl cable, then the clinician was able to zero the sensor. When the suspect evftcl cable was being exchanged, the clinician noticed that the plastic cover connector on the cable looked burnt. She is unaware how this occurred and no smoke was observed. There was no patient harm or injury.